Event description:
The customer contact reported the device alarmed with a s421 (motor error - pmc, right) malfunction alarm code on start up. The device was returned to the biomedical department for a s421 error on start up. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with a s421 (motor error - pmc, right) malfunction alarm code at start up. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.